Manufacturer narrative:
Concomitant product(s). Model: d224trk, ICD; implanted: (B)(6)2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead experienced a fracture of the low voltage (pace/sense) portion of the lead which resulted in the patient receiving inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.